Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: leakage from distal end, leakage from control section, light guide lens chipped, bending section rubber glue peeled off, insertion tube wrinkled, umbilical cable holder deformed, switch button 1 rubber scratched, universal cord wrinkled, insufficient angulation, biopsy channel worn out. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.".

Manufacturer narrative:
The cleaning, disinfection, and sterilization of the scope was performed by the customer. The last sampling date was (B)(6), 2021. There was no patient infection. Pre-cleaning included phagoclean disinfectant detergent and aniosyme x3 pre-disinfectant. Soluscope 4 was used as the automatic endoscope reprocessor (aer) along with soluscope cln detergent and endodis paa disinfectant. The scope was stored horizontally. Maintenance was provided by olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The contact person/occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available.

Event description:
It was reported by the customer, all channels were sampled and the evis exera iii colonovideoscope tested positive for over one hundred (100) colony forming units (cfus) of pseudomonas aeruginosa. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.